Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted within thirty days upon receipt.

Event description:
The report received from cordis clinical registry indicated that a previously implanted cypher stent in the right coronary artery (rca) expanded for under-expanded stent. The indication for the index procedure was acute anginal pectoris and a 3.0x28mm cypher stent was deployed in the rca at 22 atms to treat a lesion described as restenotic (after in -stent restenosis of a taxus stent) with diffuse restenosis greater than 10mm in length. It was also concentric with moderate calcification, type b1 classification and 99% stenosis. Debulking was performed with a rotablator and the vessel was predilated with a 3.0 x 12mm unk balloon at 6 atms. Post dilatation was conducted at 24 atms with a 3.5x 12mm unk balloon. No procedural complication was reported and the pt was discharged the following day on aspirin, clopidogrel, statins, lipid lowering drugs and beta-blockers. The cypher stent in the rca was expanded for under-expanded stent when the pt came in for a pre-planned staged procedure to treat a restenotic left circumflex coronary artery. The event was determined and unrelated to the cypher stent and unrelated to the index procedure.